Event description:
A maude event report was received from a (B)(6) reporting that during intraocular lens (iol) implant surgery an iol was implanted and then noted to be defective. The iol was immediately removed and it was unknown if a new lens was implanted at the time or at a later date. Upon removal of the iol, the macula area of the retina was dislodged and the patient had corneal edema. A vitrectomy and retinal scraping of scar tissue was performed; however it is unclear when this additional surgery occurred. It was also reported that the patient has no central vision since the implant surgery. The patient was treated with medications. Additional information could not be requested because the initial reporter did not provide any contact information.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be determined due to not enough information was provided from the initial reporter to properly complete an investigation. Additional information could not be requested because the initial reporter did not provide any contact information. (B)(4).